Event description:
It was reported that the pt states that it feels like something is rubbing. Pt also states that he had blood work done on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received will be provided in a supplemental report.